Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, upon the first inflation for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.